Event description:
A malfunction on the pump was reported, which had occurred on four different occasions since christmas eve 2024. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.